Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an ongoing error 2001 was observed on the insufflator. In the past, power cycling the system had temporarily resolved this error, but on this occasion, the error persisted despite efforts including cycling the main breaker on the tower. At that point, it was explained that servicing or replacement of the insufflator would likely be necessary. A third-party insufflator was utilized to continue the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced insufflator to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto the known good in-house system and system did not trigger any issues or errors at startup. Unit was responsive. Installed a golden valid tube set and the insufflator was able to engage. Installed an invalid tube set and unit triggered error message #invalid tube set# as well as light ring on the insufflator kept flashing yellow. Performed insufflator functional test and unit passed all tests. Nothing seemed to be wrong with it and no air leakage. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. From these findings, failure analysis could not determine the root cause of the issue. The unit will be returned to OEM for potential repair.